Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error that he is unable to clear. The patient's blood glucose at the time of incident is unknown. The customer stated that he came home from work yesterday while it was raining and the pump got wet, and that the button error occurred shortly afterward. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The customer then mentioned that the pump is actually his father's pump, and that he had lost his own pump six months ago and has been using his father's ever since. No products were returned since the pump with the button error belonged to the father, but a replacement device was shipped to the son.